Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and had low blood glucose levels and high blood glucose levels. It was reported that the customer had high blood glucose levels ranged from 12.3 mmol/l to 14 mmol/l. It was reported that the customer had low blood glucose levels of 2.4 mmol/l. It was reported that the sensor glucose was 4.8 mmol/l at the time of the incident. Customer was advised that the sensor glucose and blood glucose readings will be close but rarely match due to how glucose travels in the body. It was reported that the customer treated blood glucose levels with insulin pump. The customer was advised that sensor is being replaced. The sensor will not be returned for analysis. Additional device related incident: insulin pump ((B)(4)).